Event description:
It is reported that a customer experienced low blood glucose of 25 mg/dl. The customer stated that a month ago his sensor stated he was running low on blood glucose and then woke up three hours later in an ambulance. The customer was found in the side of the road and does not think he was in a car accident. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they will call back to trouble shoot and to give more information. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) per variance 5.